Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the tidal volume is twenty-five is higher than settings. The customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with the event.